Event description:
On (B)(6) 2009, patient reports his infusion device displayed an e4 (occlusion) during a bolus. Advised him to disconnect the infusion tubing from his infusion site and program a 3 unit bolus. No insulin came out. Advised patient to put infusion device stop mode and prime the infusion tubing. He reconnected and placed the infusion device in the run mode. Patient reports the infusion device did not occlude. He reported there was an air bubble in the insulin cartridge when he inserted the cartridge but he was unable to get it out. Patient states there is no more air in the insulin cartridge. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Requested return of the suspect product.